Event description:
It was reported to nova biomedical that a consumer administered an unk amount of insulin based on an unk result and subsequently, experienced a hypoglycemic event which did not require any medical intervention. The consumer reported she woke up sweating and performed a test using her blood glucose meter getting a result of 41 mg/dl. She treated herself with some juice and returned to bed. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.